Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that glue-like foreign matter was found on the shaft of the bd integra¿ syringe's detachable needle before use. The following information was provided by the initial reporter: " there is something on the shaft of the needle like a piece of glue."

Manufacturer narrative:
H.6 investigation summary : it is possible epoxy used in needle manufacturing is being described by the customer. However, since no samples displaying the reported condition were received no defects could be confirmed. In addition, a definitive root cause cold not be defined. No corrective actions are necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #9294200 regarding item #305270. Release date: 12/04/2019. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9294200 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h.10.

Event description:
It was reported that glue-like foreign matter was found on the shaft of the bd integra¿ syringe's detachable needle before use. The following information was provided by the initial reporter: " there is something on the shaft of the needle like a piece of glue".